Manufacturer narrative:
The previously applied patient code (B)(4) is no longer applicable if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the multiple motor stalls was not determined. The logs showed it was in motor stall so the pump was restarted, but less than two minutes later it stalled again. Regarding the actions and interventions taken, the hcp tried reprogramming the pump, turning it off/on again, and contacting technical services to discuss the issue. The event was not resolved and the patient experienced a significant increase in severe/uncontrolled pain so they were taking morphine orally. The pump remained implanted and the hcp turned down the settings to avoid pump restarts. The patient's weight was reported as (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (25 mg/ml at 16.9 mg/day) via an implantable infusion pump. It was reported that beginning that the pump had gone through multiple stalls and recoveries with the last stall occurring yesterday and no recovery to date. The caller stated the patient did not have an magnetic resonance imaging (MRI) recently. No symptoms were reported. No further complications have been reported as a result of this event.